Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol), the patient is not satisfied due to seeing a spot. A laser procedure occurred and the patient continues to see the spot. Additional information was requested and received reporting the patient experienced blurry vision.